Event description:
It was reported that a patient presented in clinic after experiencing diaphragmatic stimulation. Clinician was able to reproduce the stimulation. Programming options and configurations were recommended to resolve the issue, but the clinician did not want to do further testing. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.